Manufacturer narrative:
The device meets specifications as indicated in our operators guide. The expected delivered energy is based on the patient impedance +/- 15% according to the safety standard. Based on the reported discharge value, the recorded energy delivered to the patient falls within the specified accuracy of the device. The device was returned to the customer. This report was inadvertently submitted and reports of this nature typically do not meet zoll's reporability requirements. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.